Event description:
The stryker strykeflow disposable suction/irrigator single spike tubing was leaking fluid onto the field. This is one of many events in which this product has been leaking. This event was the first time in which the tubing was saved to be returned for investigation, therefore, a report was filed. There was no harm to the patient and the procedure was completed as planned. Manufacturer response for electrosurgical, cutting coagulation accessories, strykeflow (per site reporter). The device will be returned to the manufacturer for failure analysis. Any correspondence will be shared.